Manufacturer narrative:
Bd received samples from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes only filled half way. No report of injury or medical intervention. No report of blood exposure to mucous membrane.